Event description:
It was reported that a fistula developed over the leads. The leads were removed and the patient was doing fine. Further information is being requested.

Manufacturer narrative:
See scanned pages.